Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. No injuries reported can you identify the product code and lot number of the product that was used? Product code 640g. Lots qbbaes, paj177 & pkj281. The following information was requested, but unavailable: when was the product tore and unable to use (in the package, during removal from package, during handling or during use on the patient)? Please specify- unknown. Did the event occur during one or multiple patient procedures? Unknown. What is the total number of procedures? Unknown. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Unknown. If this event occurred in multiple procedures, please provide the following information for each patient event: what is the procedure name? Unknown. What is the procedure date? Unknown. If medication was required, please clarify if it was prescribed by a physician. None reported. What is the most current patient status? Unknown, no injuries reported. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-03758, mw # 2210968-2022-03760. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The product was tearing and unable to be used. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/13/2022. Additional information: d9, h3, h6 h6 component code: g07002 no device problem found h3 investigational narrative: four unopened samples of product code 640g were returned in ethicon for analysis. Upon initial inspection, of the samples, no external damages were observed. Visual inspection was performed on the four samples, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issues related to no defects observed during the evaluation. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.